Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit has low o2 and not alarming at 1395 hours.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was the sieve beds were saturated causing low o2, which confirmed the original complaint issue. However, the complaint of the audible alarm not functioning was not able to be duplicated. The following fields were updated accordingly.

Event description:
The provider states the unit has low o2 and not alarming at 1395 hours.